Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter had a hole in the tube about an inch from the y-site. Caused leaking urine in the or case after c/s. Per additional information received via email on 26aug2025, it was reported that there was yet another foley placed today with the same lot# and the same issue occurred.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual: received one (1) used drainage bag with an all-silicone foley catheter with packaging label. Visual inspection noted a hole in the catheter shaft measuring (0.053") and (0.4780") from the bifurcation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter had a hole in the tube about an inch from the y-site. Caused leaking urine in the or case after c/s. Per additional information received via email on 26aug2025, it was reported that there was yet another foley placed today with the same lot# and the same issue occurred. Per additional information received via email on 26aug2025, upon learning more, this is a different failure mode as the catheter is leaking, close to the bifurcation. The balloon was intact. There was no injury to the patient other than re-catheterization. Based on their past complaints as reported at the end of july, this customer has separately reported multiple events with ¿pin hole¿ balloon leaks, again leading to re-catheterization. They made the decision on the unit to pull all of the affiliated lots (around 50-60 catheters), holding these in the nurse manager¿s office.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, e, g, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter had a hole in the tube about an inch from the y-site. Caused leaking urine in the or case after c/s. Per additional information received via email on 26aug2025, it was reported that there was yet another foley placed today with the same lot# and the same issue occurred. Per additional information received via email on 26aug2025, upon learning more, this is a different failure mode as the catheter is leaking, close to the bifurcation. The balloon was intact. There was no injury to the patient other than re-catheterization. Based on their past complaints as reported at the end of july, this customer has separately reported multiple events with ¿pin hole¿ balloon leaks, again leading to re-catheterization. They made the decision on the unit to pull all of the affiliated lots (around 50-60 catheters), holding these in the nurse manager¿s office.